Manufacturer narrative:
Submit date 10/08/2015. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze pad. The customer states the gauze is linting, has a seam down the middle, and doesn't seem to be as tightly woven as before.

Manufacturer narrative:
The actual complaint sample was returned for review by the customer. The customer returned 1 unopened package of product code 6045. The sample was evaluated for the reported condition and the samples showed some raw edges along the short ends of two of the five lap sponges. Also 1 sponge had some fraying showing along the long edge of the sponge. There did not appear to be any linting of the sponge. As part of the manufacturing process, a device history record (DHR) is generated for the lot of product however the customer was unable to provide a lot number for comparison. The lot was released meeting all acceptance criteria prior to release. A root cause for the reported condition cannot be specifically identified. This product is produced by a covidien supplier and then repackaged at the covidien plant. In process checks are performed throughout the production of a lot to check for quality defects. This issue will be reviewed during the monthly report out for the factory. No further corrective action are required at this time. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. No formal corrective action preventive action has been created for this complaint. This complaint will be used for trending purposes and reviewed with plant management.